Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during use of an unspecified rayner iol. The event description provided states "the surgeon inserted a monofocal lens missing one of its haptics".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The sales specialist was notified of the event during a visit to the healthcare facility. The sales specialist and healthcare facility have stated that the nurse who loaded the injector is a very experienced device user. No complications are reported to have been encountered during iol implantation and haptic breakage was not detected until the iol was in the eye. The healthcare professional determined that the lens is stable within the eye and therefore took the decision to leave the lens in place. The healthcare professional reports no adverse effect to the patient as a result of this event.